Event description:
It was reported by the (B)(4) study that the right atrial (ra) lead had a high threshold. It was noted that the threshold had progressively risen over time. The lead remains in use per medical judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.